Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under infused during patient therapy. A fluconazole infusion was programmed to run 9.1 ml over two hours. After two hours when the pump alarmed infusion complete there was 4.1 ml remaining in the syringe. The nurse reprogrammed the pump to infuse the remaining volume over an hour. After that hour when the pump alarmed infusion complete there were still 3.1 ml in the syringe. The pump was programmed for another hour and eventually all of the medication infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.